Event description:
Clips were springing off vessels and failing to clamp. Clips were tested off the patient and appeared to work normally. Issue only occurred when ligating vessel using multiple different appliers. Issue occurred with multiple surgeons and scrub nurses, and only when the lot number changed did the clips work normally. Clips were inspected next day by tfx territory manager and tested with 1 of their appliers, suspect that appliers may need to be replaced as clips were partially compressed after loading.

Manufacturer narrative:
(B)(4). The device history review for the product horizon ti med 6/cart 180/box lot# 73j2100021 investigation did not show issues related to the complaint.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unopened representative sample of 002200 horizon ti med 6/cart 180/box for investigation. The actual sample was not returned. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the clips appear typical. No defects or anomalies were observed. Functional inspection was performed on the returned representative sample. A lab inventory clip applier was used. All clips from the representative sample were able to properly load into the applier. The clips were able to close properly when applied to over-stressed surgical tubing. No functional issues were found with the returned clips. However, no root cause could be determined since the actual sample (the clips that failed) were not returned. The IFU for this product, l02428, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as there were no functional issues found with the representative sample that was re turned. The actual sample was not returned. The reported complaint of "ligation failure-clip not closing" could not be confirmed based on the returned product. One representative sample was returned. Upon functional inspection, no problems were found as clips could be loaded into the jaws of a lab inventory applier and close when applied to over-stressed surgical tubing. No functional issues were found with the returned clips. However, no root cause could be determined since the actual samples (the clips that failed) were not returned.

Event description:
Clips were springing off vessels and failing to clamp. Clips were tested off the patient and appeared to work normally. Issue only occurred when ligating vessel using multiple different appliers. Issue occurred with multiple surgeons and scrub nurses, and only when the lot number changed did the clips work normally. Clips were inspected next day by tfx territory manager and tested with 1 of their appliers, suspect that appliers may need to be replaced as clips were partially compressed after loading.